Event description:
It was reported that the trained physician attempted arteriotomy closure with a starclose vascular closure system after an intervention procedure. During splitting of the sheath, the vessel locator button moved back and the vessel wings collapsed. The system came out of the pt before the clip was fired; manual compression was used to achieve hemostasis. The device clip fired outside of the pt. There were no adverse pt events as a result of this incident.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and lot info has not been reviewed. We have not performed device history record review in this case. A supplemental report will be submitted with any relevant info. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.